Event description:
The customer reported to customer service that her transformer got really hot and melted a hole in the transformer housing.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were unsuccessful. In follow up with the customer, she indicated that she went to unplug the transformer from the extension cord and she noticed smoke and that the transformer was very hot. She also stated that she noticed that the transformer housing had a melted hole in the corner of the housing with something sticking out, which is a safety risk. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Should additional info or the original product be received, resulting in new, changed, or correct info, a follow up report will be filed.